Event description:
Additional information received reported that the patient experienced pain in their leg as well as in the pocket. No further information was provided.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomalies.

Event description:
Additional information received reported an impedance check was completed prior to the explant of the device. The results were unknown. It was noted that no infection was observed. The patient outcome, as far as receiving effective therapy was unknown as of the date of this report.

Event description:
It was reported that patient had pain in pocket. Unknown detail or cause of pain in pocket. Doctor replaced/revised implantable ne urostimulator (ins) and wanted ins to be analyzed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v695787, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).